Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of lens was severely cracked; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Therefore, the root cause for the customer complaint issue cannot be determined. However, per the reported information, the company lens was used with the company handpiece. Per the company iol dfu (directions for use) the company lens is only qualified with the company handpiece. Therefore, the root cause of the reported event is use error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
On initial MDR the patient event code of 4580 was an error. It should have been 4582 on the original MDR. The manufacturer internal reference number is: (B)(4).

Event description:
The iol was removed during initial procedure.

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the lens was severely cracked from periphery to central area on both sides of lens and trailing haptic was also severed. Leading haptic was ok. Additional information has been received and stated that there was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).